Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 400 mg/dl. The customer felt symptoms of nausea and vomiting. Customer was treated for their blood glucose with a syringe. Customer's blood glucose value was 127 mg/dl at the time of the call. The customer was wearing the insulin pump during their hospital stay. The customer was sent replacement reservoirs. The customer did not describe what led to the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.